Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her transmitter triggered a weak signal alert on her insulin pump. Her blood glucose at the time of incident was 40 mg/dl, which she treated with juice. Troubleshooting for the low blood glucose was declined. No products were returned or shipped.